Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and cannot exit the menu screen. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the alarm could not be cleared. The customer was advised that the device would be replaced and agreed to return the product for analysis. The product will be returned.

Manufacturer narrative:
The insulin pump was received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test due to motor error alarm. Pump received with normal operating current. The insulin pump passed self test. The insulin pump passed off no power test. The motor was tested outside of the device and passed. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked case at the reservoir tube window corners, broken belt clip slot, cracked battery tube threads and cracked reservoir tube lip.